Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Nurse reported via phone call high blood glucose levels. Customer's blood glucose was in the 400-500 mg/dl range for 2 days in a row. Customer changed out their entire set, tubing, site rotation and experienced high blood glucose levels. Nurse declined to troubleshoot for high blood glucose levels and had some questions and concerns about the bolus wizard.